Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 269 mg/dl. The customer stated that while the pump was on suspend, she was not about to press any buttons. The customer stated that there was possible moisture due to sweat. Customer stated that she has a new pump and does not need the pump to be replaced.